Manufacturer narrative:
The device was evaluated by a zoll representative at the customer's site. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included functional testing and bench testing without duplicating the customer's report. The device is recertified for clinical use. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.